Event description:
It was reported that the ilet touchscreen became nonresponsive on a specific screen during the fill tubing process, preventing selection of ¿yes,¿ and the issue was resolved by restarting the device through the ilet app; the event involved an unresponsive key/button associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem affecting the touchscreen interface that manifested as an unresponsive input on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.